Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited a loss of radio frequency telemetry and could only be interrogated inductively. It was noted that the patient's device had also been unable to communicate with their home transmitter. A firmware download was performed and the radio frequency issue was resolved. The patient's device would continue to be monitored.